Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the adjust and limit needle valves and performed adjustments to the zero and span, pressure regulator 2, and pressure regulator 6. The fsr performed the patient circuit calibration and the performance check. The unit meets manufacturer's specifications.

Event description:
The customer reported that although the ventilator passes the patient circuit calibration and the performance check, the users are finding it difficult to set low mean airway pressures. There was no patient involvement associated with the reported issue.